Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula crimped events on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was thigh. The blood glucose level was high and the patient changed infusion set and was given injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.